Manufacturer narrative:
Upon powering up the returned autopulse platform during preventive maintenance, user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was displayed. Load cell was found defective and a replacement was required. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, bent battery lock was observed. Battery lock was replaced to address the issue. The autopulse platform is a reusable device and was manufactured in 2014. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. The returned platform never had the preventive maintenance performed for 4 years. Following the service and repair, the autopulse was tested functionally and passed successfully with no issue or faults observed.

Event description:
The autopulse platform ((B)(4)) was returned for preventive maintenance. During preventive maintenance, the device was tested and during initial power up of the platform it displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message.